Event description:
Report #2 of 2 received of a leak. A physician was injecting heparin from an unspecified syringe into a y-clave on the IV set. Upon disconnection, there was a small amount of leakage from the clave. The physician noted the clave's silicone poppet stuck down. He attached another syringe, wiggled it, detached it, and the clave's poppet sprung back into the seal position. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.